Event description:
Boston scientific received information that after the recent implant of this right atrial (ra) lead, the lead dislodged. Surgical intervention was performed to reposition the lead successfully with no adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.